Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had under delivery. The customer¿s blood glucose level was 20 mmol/l at the time of the incident and the current blood glucose was 15.7 mmol/l. The customer was treated with pen. The customer alleges pump was under delivering because high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.